Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set fell off event on 20-may-2024. The infusion set was in use for 6 hours. No further information available.